Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient of unknown age and gender was implanted with an impella device for mechanical circulatory support. The impella device showed a sensor failure alarm when connected with the automated impella controller (aic). The implanted impella device was exchanged, which resolved the issue.

Manufacturer narrative:
The investigation for the reported optical issue has been completed. The impella was returned for evaluation. This was an out-of-the-box failure. When plugged into lab console, impella controller error was observed. The pump failed the light continuity test and there was a light leak observed in the red pump plug. There was no bond issue or sign of excessive force, but it was observed that the cables were wound around each other. The root cause of the optical signaling issue was determined to be a damaged fiber from a manufacturing process (internal) issue. Added- d9 device return date d4-updated model number. Added- d6a/d6b.